Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 16-jul-2018 with the following findings: evidence of green moisture contamination was found under the ok button contact. Evidence of contamination was found under the contrast and up arrow button contacts. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed there was contamination under the button contacts. This report is made based on results of investigation completed on 16-jul-2018.